Event description:
The dealer stated to tech services that the consumer claims the chair will turn right on its' own.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.